Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: upon trying to deploy with button, the filter did not deploy. Attempted to resheath with much difficulty. The physician also described that it was difficult to remove device from patient. No adverse effects to the patient reported due to this occurrence. Per product evaluation, the introducer is not returned in a normal condition therefore the investigation of the product is complicated. The filter looks like it was reloaded after advance in the sheath, this is mentioned in the IFU: attempting to retract the filter at this point of the deployment sequence could damage the secondary legs or caval wall. The sem analysis indicate no nonconformance at the material. It is unknown why the filter would not deploy. The anchors and the femoral cup were without nonconformances. If the introducer sheaths hub and femoral introducer handle is not connected to each other the primary legs will not release. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to instruction for use excessive force should not be exerted in placement of the filter. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and product evaluation it is unknown what have caused the filter not to deploy. However, the filter could be prevented from being released if excessive force is used during deployment. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Occupation: (B)(6). PMA/510(k) k171712. Investigation is still in progress.

Event description:
Upon trying to deploy with button, the filter did not deploy. Attempted to resheath with much difficulty. The physician also described that it was difficult to remove device from patient. The complaint did not report any adverse effects to the patient due to this occurrence.